Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reports that every time they have period they have pain in the breasts and lymph nodes are swollen. Gynecologist checked this out and said "they are ok". Physician confirms rupture, pain, asymmetry / deformation of the breast, accumulated liquid in the breast tissue, lymph glands in the armpit this relates to the right device. Device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified red tissue and opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Patient reports that every time they have period they have pain in the breasts and lymph nodes are swollen. Gynaecologist checked this out and said "they are ok". Physician confirms rupture, pain, asymmetry / deformation of the breast, accumulated liquid in the breast tissue, lymph glands in the armpit this relates to the right device. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and rupture. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reports that every time they have period they have pain in the breasts and lymph nodes are swollen. Gynaecologist checked this out and said "they are ok". Physician confirms rupture, pain, asymmetry / deformation of the breast, accumulated liquid in the breast tissue, lymph glands in the armpit this relates to the right device. Device has been explanted.